Manufacturer narrative:
Upon inspection and testing of the device, foreign material (opaque plastic material) found in the air/water nozzle was suspected to be due to user handling. The evaluation concluded that the foreign material did not originate from the olympus endoscope. In addition, service found that the water volume and water removal were out of specification. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing of the subject device, the air/water channel was found to be blocked. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was found in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in the nozzle). There was no report of patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested phenomenon was due to watertight packing, silicone-based glue or silicone parts, etc. Of peripheral equipment being broken, entering the channel and clogging in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function; inspection of the objective lens cleaning function." Olympus will continue to monitor field performance for this device.